Event description:
I had lasik surgery and now can no longer drive at night. My vision is so bad that I can only drive in very well-lit urban area that have lots of street lights and commercial business that are open after dark.